Event description:
The device was returned with no information.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high. The battery resistance waveform test showed a high resistance of 1656 ohms. Only thing to note in the field was a stall recovery seen in the read event status and a legitimate eri due to time lapse. During analysis however, low battery resets, safe states, and watch dog not properly serviced were noted. The drug noted was baclofen.